Event description:
A malfunction code was reported, identified as malf 16, and it was confirmed that the code was not resettable. The impact on the customer's blood glucose level was unknown since this information was not provided or the customer declined to answer. As a corrective action, technical support arranged for the replacement of the current pump, which was still under warranty. The customer would use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and was guided on how to put the pump into storage mode before its return. The customer was also instructed to send the malfunctioning pump back using a pre-paid label within 10 days, which they understood and acknowledged.